Event description:
It was reported that the patient's right knee was revised due to a (native) patellar fracture sustained in a fall. A 2x10 cs insert was revised to a 2x14 cs insert for stability. Patellar fracture was addressed using sutures, patella was not resurfaced. Rep confirmed that no further information will be released by the hospital or surgeon.